Event description:
It was reported that an ilet user experienced repeated insulin occlusion alarms with persistent hyperglycemia, with blood glucose reaching 381 mg/dl, while reusing the same fiasp cartridge multiple times and performing incomplete cannula fill procedures before insertion; comprehensive troubleshooting and education were provided, and a full supply, tubing, site, and cartridge change was performed with correct attachment order and resumption of delivery. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued use after corrective actions. Investigation included remote troubleshooting, patient education on proper set priming and correct order of supply attachment, and guided full supply replacement. Investigation of this case revealed that improper setup and failure to fully prime the infusion set before insertion were consistent with infusion occlusions and inadequate insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to user technique contributing to occlusion and hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.